Manufacturer narrative:
The pump and tubing were returned to silgo, ireland and tested and investigated there. The pump tested within specifications using a reference test set. The set sent in for testing did not detect occlusion. The tubing was to be forwarded on to san diego for further evaluation and additional testing however, the tubing has been lost in transit and is no longer available for testing.

Event description:
Report of non-delivery received from co international affiliate. The report states: "pump registered 108mg but none/very little delivered. No occlusion on line or cannula. Hosp did not test the pump after event but measured bag contents." The pump had been set to infuse morphine in a 1 mg/ml concentration and a pca dose of 1mg. Complete settings were not available. The pt reportedly experienced "lack of pain relief-medical intervention was morphine sulphate tablets given." No further info was available.